Event description:
Covidien received information stating that the 840 ventilator had loss of communication errors. The malfunction did not occur during patient use.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed all testing and operates within the manufacturing specifications. (B)(4).